Event description:
The customer reported experiencing persistent high blood glucose values, with values up to 502 mg/dl according to test strips, and up to 425 mg/dl according to the insulin pump. Customer reported multiple no delivery alarms from the insulin pump as well. It was advised to follow up with the customer's doctor when possible and to monitor the blood glucose values. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.